Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Premarket identification k101880.

Event description:
It was reported the fracture of the mount near of the tsvmwb10 implant collar. Doctor confirmed that another implant was placed during the same surgery.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant with 0.5mm machined collar, mtx surface and microgrooves (tsvmwb10) and mount were returned for investigation. Visual evaluation of the as returned products identified that the mount was fractured at the hex .additionally, the implant internal hex was damaged. Functional testing could not be performed since the mount was fractured and the implant hex damaged. Pre-existing patient conditions and x-ray images are irrelevant to this investigation. Picture images were not provided. DHR review for the lot (1227745) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1227745) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed following visual evaluation. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'.